Event description:
It was reported that a pump malfunction with code malf 13 occurred, which was not resettable. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.